Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited over-sensing noise on the shock channel observed in latitude. Myopotential was suspected, all parameters were stable and in range. Data in latitude showed this kind of noise already recorded, in (B)(6) 2023, and in the presenting egm transmitted in (B)(6) 2023. The signal on the shock channel slightly decreased since the implant date. Additionally, ten days post-implant, an additional coil at sternum level was added in order to optimize the shock vector. (B)(6) technical services recommended troubleshooting step to investigate the nature of the noise and consider asking the patient what specific movement the patient was doing at time of the last presenting egm transmitted and try to reproduce it. There were no additional adverse patient effects reported. The device and this right ventricular lead remain in-service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).